Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received via healthcare provider (hcp) via a clinical study indicated the catheter need to be revised. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The entire catheter was involved in the revision. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-oct-09, additional information was received from a healthcare provider (hcp) via a clinical study. It reported the weight was unknown/not measured. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the catheter was not revised. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8781, serial (B)(4), implanted: (B)(6) 2014, product type: catheter. Analysis of the pump (sn: (B)(4)) slight damage to the septum material. Visual inspection identified some slight damage to the septum with no leaking seen during analysis. The catheter access port (cap) was aspirated and found to be patent. The pump tested within specification for dispense accuracy. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-aug-29, information was received from a healthcare professional (hcp) via a product surveillance registry (psr) regarding a patient receiving dilaudid (2.0 mg/ml at a dose of 0.8492 mg/day), compounded baclofen (1,600 mcg/ml at a dose of 679.2 mcg/day) and bupivacaine (24.0 mg/ml at a dose of 10.190 mg/day) via an implantable pump for malignant pain. On (B)(6) 2017, the patient reported altered mental status and an episode of loss of consciousness. The it rate was decreased by 41% (drug dose after decrease; dilaudid (0.4996 mg/day), compounded baclofen (399.7 mcg/day), bupivacaine (5.995 mg/day)). On the same date, the patient was admitted to the hospital as the patient's husband reported worsening of the patient's symptoms. The patient's symptoms resolved when the therapy was suspected via magnet on (B)(6) 2017. Therapy resumed via magnet on (B)(6) 2017. The patient was discharged on (B)(6) 2017. On (B)(6) 2017, the patient presented to the clinic and a catheter access port (cap) contrast study was performed. The study revealed a possible partial catheter kink which may have resulted in over-infusion following bolus administration. During aspiration, the pump demonstrated positive pressure (questionable over-pressurization), which pushed the medication out of the reservoir. 21 ml of medication was aspirated and wasted to avoid over-infusion secondary to pressure changes. During aspiration, a 2 ml discrepancy was noted (expected reservoir volume (erv) = 38 ml, actual reservoir volume (arv) = 36 ml). On (B)(6) 2017, the pump was replaced and catheter patency was confirmed. At explant, the pump reservoir demonstrated negative pressure, pulling the medication into the reservoir (erv = 16 ml, arv = 15 ml). The event required in-patient or prolonged hospitalization. The identified device diagnosis was "other suspected pump malfunction with reservoir pressure changes". The event resolved without sequelae on (B)(6) 2017. Pump session logs indicated the daily dose was increased 15% on (B)(6) 2017.